Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from their transfer set. The patient reconnected and continued the therapy. The technical service representative assisted the patient with ending the therapy. The transfer set was replaced. The patient stated that they did not have any issues connecting during the setup and did not see any damage to the cassette or the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.